Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had an electrical issue. The issue was found during an unspecified procedure, the surgeon received an electrical shock and continued and completed the operation. There were no adverse complications for the surgeon following the electrical shock. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and response from customer via follow up. The device was returned to olympus for inspection and found no issues with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Customer provided that during surgery an alesi ultravision visual field clearing system was also being used and this can produce a static type of shock if an uninsulated instrument is touched off it. Following on from investigation not finding anything wrong with the endoeye, it was suspected that the surgeon inadvertently touched the ultravision electrode and received a shock. The event can be prevented by following the instructions for use which state: the IFU states: risk of electric shock: any contact with the electrical contacts of the video connector can cause an electric shock. Before the procedure, make sure to properly connect the video telescope. ¿ if the video telescope is damaged or does not function properly, contact an olympus representative or an authorized service center. Risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Caution risk of injury to the user there is a risk of damaging the eye when looking into the distal end of the endoscope and the light source is switched on. ¿ do not look into the distal end of the endoscope when the light source is switched on. Notice risk of damage to the product when using the endoscopic equipment in combination with hf electrodes, arc-over may occur between the endoscopic equipment and the hf electrode resulting in damage to the endoscopic equipment. ¿ always keep a distance of at least 10 mm between the endoscopic equipment and the hf electrode. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the surgeon received an electrical shock during an unspecified procedure and continued and completed the operation. There were no adverse complications for the surgeon following the electrical shock. No delay and no patient harm were reported by the customer.